Event description:
It was reported that during use with bd vacutainer® multiple sample luer adapter the sleeve fell off. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer¿s report, the np cannula was broken and blood sample could not be collected properly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® multiple sample luer adapter the sleeve fell off. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer¿s report, the np cannula was broken and blood sample could not be collected properly.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 18-jan-2023. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the non-patient (np) sleeve from the luer adapter was found to be caught in the film type stopper of a terumo tube. The competitor containment device (blood collection tube) design is not as robust as the bd tubes which have a soft rubber stopper closure that does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing the np needle to pierce through the stopper material. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve fall off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve fall off. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.